Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the returned drill was not possible as the product was not returned. The initial reporting stated that the product would not be returned. A complaint database search has identified a trend for this failure within the (B)(4) quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Drill bit broke and left in pelvis while preparing for acetabular screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.